Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.

Event description:
As reported to coloplast though not verified, pt was implanted with restorelle mesh. Later the pt experienced urinary retention, mesh erosion, infection, pain, scarring and bleeding. An excision of the mesh was performed.